Event description:
The customer reported that the unit was turned over and the mount that the monitor attaches to on the roll stand broke. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.